Manufacturer narrative:
(B)(4). The reported setscrew anomaly was confirmed in the laboratory. Each is-1 setscrew was noted to have septum debris inside that may have obstructed the torque driver. (B)(4).

Event description:
It was reported that patient presented in clinic for eri device change out. During explant procedure it was noted that the set screw stripped on the device header's atrial port and was cut to in order to remove the device. Physician decided that the patient no longer needed the device. Device was completely removed and leads were capped. Patient is doing fine post operation.